Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16225, 2017865-2019-16226. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute respiratory failure, (B)(6) bacteremia with sepsis, and immunosuppression from chronic large granular lymphocytic leukemia. No additional information was reported.

Manufacturer narrative:
The device was returned following a patient death. The device was above eri and an ate test was performed. The device passed all ate tests and showed no abnormal device function.

Event description:
Additional information received noted the following additional patient symptoms anxiety, appetite loss, confusion, dysphasia, dyspnea, impaired mobility, incontinence of bowel and bladder function, weakness, fatigue, and signs and symptoms of imminent death.